Manufacturer narrative:
Additional information: the product was removed and replaced.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. High purge pressure was noted just after the impella 5.5 was inserted and running. The procedure was completed successfully with this device. No patient harm was noted.

Manufacturer narrative:
Additional information has been provided in b1, b2, b5, h1 and h6. Upon further evaluation, the report type previously selected was determined to be incorrect. Applicable fields have been updated to accurately reflect the appropriate reportable event category. Corrected information has been provided in d4 (catalog, serial, primary UDI number).

Event description:
Additional information noted that subsequently, care was withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition and not the device. An impella 5.5 device was inserted via the right axillary artery in a 66-year-old male patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. After surgery for aortic dissection, the patient developed low output syndrome and the impella was inserted. Difficulties were encountered at the anastomosis site during insertion. Shortly after the impella was inserted and running, a high purge pressure alarm was noted.

Manufacturer narrative:
The cause of the high purge pressure could not be determined as no purge issue was reproduced with returned pump and no data logs were returned for analysis.